Event description:
Customer complaint alleges "user was not able to deaerate from the cuff with a syringe during inflation test prior to use on a patient". The device was not used on the patient.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint alleges "user was not able to deaerate from the cuff with a syringe during inflation test prior to use on a patient". The device was not used on the patient.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer returned a representative sample. A visual exam was performed and no defects were observed. The sample was still unopened in the package. The product lot number was the same as that reported in the complaint. The sample was subjected to functional inspection and the sample was confirmed able to be deflated and inflated. The DHR was reviewed and no abnormality was found. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "user was not able to deaerate from the cuff with a syringe during inflation test prior to use on a patient". The device was not used on the patient.